Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 426 mg/dl. The customer was treated for high blood glucose with pump bolus.

Manufacturer narrative:
The date of event and the date of this report in the initial report were incorrect. The corrected dates are provided in this report.